Event description:
"Pca pump was programmed incorrectly-concentration of syringe was 1 mg/ml, but pump was programmed as though the cencentration was 0.2 mg/ml. Pt was receiving 5x the prescribed dose." The customer contact indicated the event was the result of an operator error in programming the device. At an unspecified time, the pump was programmed in the continuous only mode to deliver dilaudid with a concentration of 0.2 mg/ml, instead of the intended 1 mg/ml, a continuous rate of 0.2 mg/ml, and no 4-hr limit. At 1000 am, while a nurse was "doing rounds," it was noted that the pt was "sluggish, but responsive, and still complaining of pain." The pt was treated with an unspecified dose of narcan. The customer reported that the pt received "5 times" the prescribed amount of dilaudid. The pt recovered and continued to complain of pain. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.